Manufacturer narrative:
Continuation of d10:  product ID evolutfx-34; product type: 0195-heart valves;  product ID l-evolutfx-2329; product type: 0195-heart valves; product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed and held at 80%. An echocardiogram was performed to identify the cause of the "sustained" hypotension. No prominent finders were reported by the cardiac anesthesiologist via transesophageal echocardiogram (tee). The patient's systolic blood pressure was in the range of 40-55 millimeters of mercury (mmhg) and was unable to recover. After "all resuscitation efforts" were exhausted, the valve was recaptured. The resuscitation efforts were attempted with the patient's native anatomy, but were unsuccessful. The patient decompensated and died. Of note, a pre- balloon aortic valvuloplasty (bav) was not performed during the procedure, as the patient had a balloon aortic valvuloplasty (bav) performed 1 month prior where the patient "almost died" and was admitted to the intensive care unit (ICU).

Manufacturer narrative:
Updated data: b5. H6. Ime/annex e code e0602 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient¿s blood pressure would not recover even with rapid pacing. It was noted that the patient did not have low blood pressure prior to the procedure. Per the physician, the cause of death was due to cardiac arrest. Additionally, it was reported that the delivery catheter system (dcs) did not cause or contribute to the death.